Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and skin flake debris was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. However, this debris wasn¿t severe enough to have any impact on the sensors accuracy. The debris observed is most likely the aftermath of the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba(printed circuit board assembly)triangle indicating it was not present prior to its removal. In addition, the passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensors ability to generate an accurate glucose reading therefore, the issue is not confirmed. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). Section h4 (device mfg date) was updated from 9/2/2022 to 5/1/2022.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.